Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the hcp was unable to connect to the implant. Caller said they were getting an error message: "device communication lost." Caller was not with the patient at time of call to technical services (ts). Additional information was received from the patient. They reported that the cause of the communication/connection issue was determined but stated they didn't know what most likely caused or contributed to the issue. To resolve the issue, the patient stated they had a new implant put in on (B)(6)2024. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.